Event description:
It was reported that post-op to a thyroid procedure, reoperation was necessary due to bleeding. No other information is available at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Only year known, assumed (B)(6) that complaint was reported.